Manufacturer narrative:
(B)(4). The product associated with this report has been returned; however, the product analysis has not been initiated at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Erosion and pain are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and... Port site pain."

Event description:
Health professional reported that the pt first presented with alleged "pain in the abdomen and shoulder." Endoscopy was performed identifying that the band allegedly "completely eroded into the stomach." The band was removed without replacement. The serial number is not known, the reporter indicated that the implanting physician is not known at this time.